Manufacturer narrative:
Pt info: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.5 diopter into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.